Manufacturer narrative:
Title: improving the female silhouette and gluteal projection: an anatomy-based, safe, and harmonious approach through liposuction, suspension loops, and moderate lipofilling source: aesthetic surgery journal 2021, vol 41(4) 474¿489 © 2020 the aesthetic society. Reprints and permission: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between december 2014 and december 2018, one patient had a rupture of the upper gluteal suspension loop, leading to asymmetry after an absorbable looped barbed suture was used for gluteal and abdominal suspension loops in liposuction. The patient did now want to undergo a correction.